Event description:
Related manufacturer reference number: 1627487-2022-05755. It was reported that experienced a fall down the steps. X-rays confirmed that the left l5 lead had migrated. It was also reported that the soft tissue anchor included in drg kit that is implanted at s1 was superficial under the skin and causing discomfort. Surgical intervention was undertaken on (B)(6) 2022 wherein the left l5 lead was explanted then replaced and the left s1 anchor was sutured deeper into the fascia. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.